Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.